Event description:
A pt ((B)(6)) was enrolled in the post-approval study for stress urinary incontinence. On (B)(6) 2010 the pt was injected with 3.5 ml of coaptite, lot 1020127. On (B)(6) 2011 the pt was injected with 5.5 ml of coaptite, lot 1018277. On (B)(6) 2011 a ua was performed and the pt was diagnosed with a urinary tract infection (uti). On (B)(6) 2011 the pt was prescribed macrobid 100 mg bid x 7 days. The pt's uti was resolved by (B)(6) 2011.

Manufacturer narrative:
(B)(4). At the time of this report the uti had resolved. The device history record for the reported lot was reviewed. All required testing specifications were met prior to release. There were no abnormalities.